Event description:
Pt purchased contacts from (B)(6). The prescription was only written for acuvue oasis lenses. Pt received an email from (B)(6) stating your prescription is about to expire. Instead of going back to your eye doctor for an comprehensive exam, purchase your year supply of contacts now before they expire. The pt was given a year supply of acuvue 2 contacts which is not the same as acuvue oasis. Different brand. Pt was never written a prescription for acuvue 2. This is an old brand of contact. Pt brought in his acuvue 2 contact lens boxes for his visit to confirm this.